Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge change error occurred during the load sequence with multiple cartridges. Customer's blood glucose level was 264 mg/dl. Reportedly, the customer reverted to alternate method for insulin delivery.